Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator reverted to backup operation after failing to complete a firmware update. The device was able to be restored. No patient symptoms were reported.